Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data, the tsc determined that the cause of the event was not known. The tsc noted that several other assay results from the initial sample were not in line with the redrawn sample results. The customer could not determine if the initial sample was properly centrifuged prior to analysis. No instrument issues were identified. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant potassium (k) result was generated by the dimension rxl max with hm system. The result was reported out of the laboratory and its validity questioned by the physician. The sample was retested on the same system and another system. The patient was then redrawn the following day and that sample yielded a result within expectations. The result of the redrawn sample was provided to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant potassium result.